Event description:
It was reported that the customer received no delivery and motor error alarms on the insulin pump, during a manual prime. The customer's blood glucose was not known. The insulin pump was not exposed to a magnetic filed and the drive support cap appeared normal. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).